Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown morphine drug via an implantable pump. It was reported that the patient went in for a routine visit and the office scanned her pump and noticed that in the logs there are motor stalls and recovery¿s. The patient had not been to an MRI and has not been around a magnetic field. There are no known external factors that contribute to the motor stalls and recovery¿s. The office is closely monitoring the motor stalls and recovery¿s and is tracking down the time and duration and environment the patient was in at the time.